Manufacturer narrative:
The insulin pump passed operating currents, self-test, off no power and unexpected restart error test. However, compromised force sensor system alarm during basic occlusion test and prime/a33 test due to loose/protruded drive support disk. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose went from 10.6 mmol/l to 22.5 mmol/l. The customer changed the set 3 times and received high readings. The customer stated that the drive support cap is normal. The customer stated that the pump is not dropped or bumped. The customer was advised to perform the hp test. The customer stated that there were no leaks or air bubbles. The customer declined to review the bolus history. The customer will be sent a replacement pump.